Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to obtain additional information, however no response was received. There was no patient involvement, as the pump was being used for demonstration purposes only.